Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information notes that on (B)(6) 2020, the device was electively explanted, no issue on device. The patient was stable.

Manufacturer narrative:
The reported field event of noise was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment, and no anomalies were found. Visual inspection did not find any foreign material on the header feedthrough pin that could contribute to the noise complaint. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a diagnostic anomaly was observed on the device. The device recorded af episodes, but the physician does not believe them to be true af. Additionally, there were tachy events recorded that the physician believes to be noise. The events were interpreted as true tachy events. It was discussed that if the physician believes the af episode to be false, to consider changing the af detection. The device remains implanted and will be monitored. The patient is stable.